Event description:
The patient presented to the clinic twice with an alert for high lead impedance. X-ray revealed no abnormalities. The pocket was opened and the lead was noted to be well secured in the header. Lead was tested and was normal in all areas. The physician opted to insert a new lead. However, was unable to access the vessel as there was an abandoned competitor lead in situ. The pocket was closed and lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.